Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the during a routine generator change procedure for elective replacement indicator (ER), the connector pin of the right ventricular (rv) lead was stuck inside the header of the patient's pacemaker (pm) and failed to disconnect. The rv lead was damaged due to the physician's attempt to remove the lead. There were no damages or anomalies noted on the active rv lead prior to the procedure. The physician opted to replace the device with a temporary pm and extracted the lead on (B)(6) 2021. The patient was stable.